Manufacturer narrative:
E1 - initial reporter phone- country code: corrected. H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The service history review was performed, and it was confirmed that there was no previous repair noted. The power up test was performed and the pump failed the test, as when it was switched on, the error code 45639 appeared with a red screen and a continuous alarm. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective mainboard.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump triggered repeated error 45639. Key are attached to the device. There were no reported patient involvement and harm. The reported error is a high priority error code. Therefore, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.